Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic for a routine device check and the interrogation showed a left ventricular (lv) lead warning. It was noted that the lv lead thresholds were high, and an x-ray showed that the lead had pulled back further into the coronary sinus with just the tip in the mid-lateral coronary sinus branch. The lead was programmed off. Later, repositioning of the lead was attempted, but unsuccessful. The lv lead was then explanted and replaced. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.